Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damage extension leg tubing is confirmed; however, the exact cause is unknown. One 4 fr dual lumen powerpicc sv catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A large split was observed in the extension leg tubing of the red lumen just within the distal end of the luer hub. A microscopic observation revealed the fracture surfaces of the split were flat but rough and exhibited cracks/fissures and beach marks, which are suggestive of material fatigue. However, the exact cause of the split observed in the returned sample is unknown. Possible contributing factors include excessive pulling, twisting, and manipulation of the luer connector hub and/or extension leg. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "patient came to clinic and ¿was bleeding from the PICC¿. Per parent-red lumen not working. On assessment- the red lumen is cracked at the connection of the tubing to the red hub. The line was open, but able to secure with clamp above the break. Patient¿s mom noted the red. It was stated that the line was removed and replaced."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refs0020 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same complainant.

Event description:
It was reported "patient came to clinic and ¿was bleeding from the PICC¿. Per parent-red lumen not working. On assessment- the red lumen is cracked at the connection of the tubing to the red hub. The line was open, but able to secure with clamp above the break. Patient¿s mom noted the red. It was stated that the line was removed and replaced."